Manufacturer narrative:
The device was returned to olympus for evaluation. Olympus was able to confirm the user report as the biopsy channel inside is collapsed catching the forceps. Additionally the scope failed the leak test from the biopsy channel and probe unit tip. The insertion tube is buckled and the probe unit tip is peeling. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that when cleaning the scope channel the brush gets caught with a bit of resistance. The issue occurred during reprocessing of the device. No patient involvement or injury was reported. No additional information has been provided.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that an excessive impact or the like was applied to the distal end, resulting in a gap in the tip adhesion, from which dirt penetrated the inside of the lens.